Event description:
It was reported that bd nexiva single port hub cracked. The following information was provided by the initial reporter, translated from chinese to english: ¿the patient underwent a cardiac coronary examination, the indwelling needle was normally connected to the high pressure syringe interface, the water test was normal, and when the high pressure injection was administered, the indwelling needle connection cracked and did not function properly, resulting in extravasation of the contrast agent, and the patient's blood flowed back out of the catheter, and the examination failed. Subsequently, the catheter was repositioned and the examination was successful¿

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383516 and lot number 3072356. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.